Manufacturer narrative:
Upon investigation, a malfunction was identified. The safety release rod was out of position. Review of the device history record for this lot did not produce any findings that attribute to this incident. We have identified a malfunction that has met the criteria for reportability. Subsequently, we have determined that this event is reportable as a "product problem (malfunction)."

Event description:
A physician attempted an arteriotomy closure using the starclose device after an unk procedure. The physician was not able to engage the vessel locator button. The physician removed the starclose device and reverted to manual compression to achieve hemostasis. There was no pt injury reported.